Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 33 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not provide details regarding symptoms of low blood glucose. The customer was treated with food. The insulin pump will not be returned for analysis.